Event description:
It was reported by the atty that the plainitff underwent a single coronary artery bypass surgery in 1996 at a hosp. The wound was closed with 2-0 and 3-0 vicryl suture. On or around the event date, the plainitff was admitted to the hosp where a large left pleural effusion and left lower lobe infiltrate were diagnosed and blood cultures were positive cocci. The plaintiff's thoracic incision started draining purulent material. The pt was transferred to a medical ctr in 1996 where the plainitff underwent an emergency sternal exploration which revealed about 50cc of frank purulence in the subcutaneous tissue and separation of the layers of the tissue of the sternum. Cultures of the plaintiff's sternal wound grew staphylococcus aureus and staphylococcus sp coagulate negative. The plaintiff started on IV antibiotics. In 1996, the plaintiff underwent a mediastinal debridement of the pectoral flap and placement of a hickman catheter for long term IV antibiotic therapy. Then in oct, 1996, 12 days later, the plaintiff was discharged home where pt continued to receive antibiotic therapy.